Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. The patient's spouse reported that the patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the upper buttocks. The patient uses insulet omnipod5 reportedly not in modified closed loop. At 3pm on (B)(6) 2025, the display screen showed the word low. The bg was not checked. The patient was confused with slurred speech. He ate carbohydrates. An hour later, his symptoms persisted, and he was shaking. The cgm display screen still showed the word low and the bg was 517 mg/dl and 582 mg/dl 15 minutes later and high another 15 minutes later. Despite calibration attempts, the cgm remained low on the g7 app. The patient took 13 units insulin via pump. The spouse called dexcom to ask if she should take him to the hospital and technical support reportedly advised changing the sensor. After the call, the spouse took him to the hospital. In the emergency department (ed), the bg was 550 mg/dl while the cgm was low. The patient was given IV saline and 10 units IV insulin. The patient started to improve and had imaging and testing. Around 4 hours later, the bg had improved to 140 mg/dl and the patient was discharged. The patient was feeling fine during a follow up call on 02/19/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid after calibrating and going to ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.